Event description:
It was reported that the patient had a loss of therapeutic effect with return of tremors. It was noted that she had a pacemaker implant on (B)(6). Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Ins model 7426, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown.